Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a company representative regarding a patient receiving dilaudid at 6.9680 mg/day via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2016 it was reported that the patient presented to the ER (emergency room) because the ptm (personal therapy manager) would not give a bolus. The ptm was showing code 8476 (motor stall). The patient had not recently had an MRI. The ER hcp (healthcare professional) did not have an 8840 programmer to interrogate or program the pump. The hcp was okay with not programming the pump to minimum rate mode and the patient had oral medication in case she needed it. No patient symptoms were reported. The patient was instructed to go see their pump managing physician on monday ((B)(6) 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 17-apr-2018 who reported that in (B)(6) 2016 the pump stopped working, it just quit. The patient¿s physician protocol was to go to the ER (emergency room). The patient went there and they couldn't do anything. The patient had break through meds at home until she could see the physician. Per the patient the physician fooled with the pump and never could keep the pump on, would come on and off. The physician said it would need to be replaced and to call the surgeon who met with the patient (B)(6) 2016 and after meeting with her was going to set up surgery and call with date. The patient never heard anything. The patient¿s healthcare provider called the office and they stated they didn't know the patient. In 2017 another physician said to go to the cardiac specialist to make sure she was ok for surgery and they found her ¿symptomatic and had a bad heart¿ and d didn't want to do surgery. Per the patient they refilled the pump several times and finally just quit that too. The patient has last dose in the pump, however it doesn't work and not functioning. The patient was talking to a new healthcare provider, he doesn't do surgery and the surgeon wouldn't do the surgery until talking to the cardiologist. The patient saw a physician last week and this week the healthcare providers are going to be talking about replacement of the pump. The patient also stated that there was another medication in the pump, however did not have the drug information, dose or concentration. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient went to the hcp in (B)(6) 2016 because the pump alarmed. No further complications were reported.